Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the item broke off inside the patient during meniscal resection surgery. The broken piece was retrieved from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The precise cause for a broken megabiter up curved actuator at the distal end could not be determined. Confirmed the megabiter up curved actuator heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Broken piece of actuator was returned along with complaint device. Cutter was also returned. Unable to performed a function test due to the related condition.